Manufacturer narrative:
The customer reported that their central nurse's station (cns) boots onto a blue screen. The customer also reported that their ups went down causing the main unit to power down. After they attempted to boot the cns back up, the screen came back blue. They will be ordering new hard drives in order to mitigate this issue. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and its also the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) boots onto a blue screen.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was booting into a blue screen. They also reported that the uninterruptible power supply (ups) went down causing the cns to power down. Rebooting the cns did not resolve the issue. They ordered new hard drives to resolve the issue. No patient harm or injury was reported. Investigation summary: the customer ordered new hdds for this issue. A review of the history of the serial number identified that there was another occurrence of booting to a blue screen on the device (ticket (B)(4)). The issue occurred on 03/05/2021 and was deemed to be an hdd failure. Due to the time gap of both occurrences, it is unlikely that issue is related to this event. Based on the available information, the most probable cause of the issue is ups malfunction. The ups is a third-party device and is not a nihon kohden (nk) device. The battery in the ups is a wear and tear item and is susceptible to wear and tear. Battery replacement is a known resolution for ups failure. Possible causes of ups failure are environmental factors (i.e. Power surges), physical damage, and wear and tear from normal use. Ups failure caused the cns to unexpectedly shutdown, which had likely impacted the hdds of the device and had contributed to the hdd failure.

Event description:
The customer reported that their central nurse's station (cns) boots onto a blue screen.